Event description:
It was reported to philips that all three monitors failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to additional information, the issue occurred during the surgery. The procedure got delayed and it was completed by moving the patient to another device. The customer reported that all the three monitors were blank. To resolve the issue, third party service engineer replaced the display. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the third-party service engineer resolved the issue. After replacement, the system was returned to use in good working order. To date, there have been no further reports of this issue.